Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 500-03-56e, primary tritanium hemi solidback cup 56mm, lot code: mlt595. Cat. No.: 6721-0535, size 5 accolade ii 127 deg, lot code: 44025107. Cat. No.: 6570-0-536, delta v-40 ceramic head 36/+2,5, lot code: 44143903. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
It was reported that patient was revised on a right hip due to infection. Antibiotic prosthesis to be implanted.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a trident liner was reported. The event was not confirmed. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection may result from other factors not necessarily related to the device. In this case, additional information including operative reports, progress notes, x-rays, pathology report and product return are needed to fully investigate the event.

Event description:
It was reported that patient was revised on a right hip due to infection. Antibiotic prosthesis to be implanted.